Manufacturer narrative:
No product is being returned for analysis. (B)(4).

Event description:
During fixation of meniscal repair, t2 did not release. All eleven devices were used in one case and t1 implants were left behind in the patient's joint space unsupported. Nothing will be returned for analysis; no lot numbers are available. Backup devices were available to complete the procedure successfully. The patient¿s post-operative condition was reported as okay. There are no photos available for the file and the devices were not bent.